Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg lowest was 40 mg/dl) at night; cause was not known. Glucose tabs were consumed and temporary basal rate was set to address bg. Tandem technical support (cts) reviewed the pump data and observed that the customer regularly delivered multiple boluses over short periods of time (10-15 minutes). Cts discussed insulin stacking with the customer and recommended customer discuss the event with a healthcare provider. Customer acknowledged the information and required no further assistance.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) between (B)(6)2019 and (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests without entering current bg and while still having insulin on board (iob). User also made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values. Cartridge change sequence was completed several times during the provided date range. User set temporary rates at 50-75% of basal insulin, ranging from 15 minutes to 2 hours in duration. On (B)(6)2019, user adjusted personal profile basal rate settings, reducing total daily basal insulin from 18.78 units to 18.63 units, then reducing total daily basal insulin again on (B)(6)2019 to 18.3 units. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.